Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure the gauge did not increase. The target lesion was located in the moderately tortuous mid left anterior descending artery. An encore 26 inflation device from an advantage 26 kit was attached to an unknown balloon but the gauge of the inflation device did not go up when the attempt to inflate the balloon was performed. The inflation device was exchanged for another of the same device. There were no patient complications reported with the patient's current condition listed as good.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review a supplemental medwatch will be filed. (B)(4)